Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer contacted their health care professional and they were told to go back on manual injections. Customer was off the pump for one day and when she passed out, her parents called 911. Customer's blood glucose level was 600 mg/dl. Customer could not get her blood glucose levels under 600 mg/dl for 3 days straight. Customer's blood glucose level went over 700 mg/dl when she got to the hospital. Customer was hospitalized for a week and a half. Customer had liver thrombosis. Customer was not wearing the pump at the time of the 911 call. Customer was off the pump for 1 day prior to the 911 call. Customer has been off the pump for over a month because of this issue. No further assistance needed.